Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided. The material removed during surgery was not sent to pathology for analysis, thus the composition of the occlusion is unknown. Based on the limited info provided, the root cause of the incident could not be determined. However, it is noted in the instructions for use: the safety and effectiveness of mynx have not been established in the following patient populations: pediatric patients or others with small common femoral arteries (<5mm in diameter).

Event description:
A female patient underwent percutaneous repair for bilateral common iliac disease. Arterial access was achieved in both the right and left common femoral arteries (cfa) and 6f procedural sheaths were subsequently placed. Intra-procedural medication included 5000 units of heparin. Upon successful angioplasty of the right and left common iliac arteries, fluoroscopic evaluation of the femoral arteries revealed significant bilateral peripheral vascular disease (pvd). Lumen diameters of the right and left cfa were noted to be approximately 4mm. The accessclosure rep reiterated the importance of avoiding use of a mynx vascular closure device on patients with vessels less than 6mm, however, the trained physician attempted deployment of mynx to achieve arterial access site hemostasis. Hemostasis was achieved at both the right and left femoral arteries, each with a mynx device. Approximately one hour post procedure, oozing was noticed at the left access site that was managed successfully with light manual compression. While in recovery (exact time post procedure is unknown), the patient developed a cool left foot and left distal pulses were no longer present. Upon ultrasound of the left groin, a blockage was detected in the left femoral artery. The patient was brought back to the cath lab and contralateral arterial access was gained in the right femoral artery. An angiogram was performed which confirmed an obstruction at the left femoral artery. The majority of the material was removed percutaneously and a subsequent angiogram of the left femoral artery showed a dramatic improvement in blood flow with return of distal pulses. The patient tolerated the procedure well and without further complications. No further info is available from the site.